Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedances measuring 128 ohms. Technical services programming options and to consider a max energy shock when impedances are closer to 145 ohms. It was noted that the patient has not had a shock since implant. At this time, the rv lead remains in service. No adverse patient effects were reported.